Event description:
It is reported that upon impaction of the stem, the medial posterior neck was fractured. Two cable wires were placed around the proximal femur so not to extend the fracture.

Manufacturer narrative:
Eval summary: primary operative notes were provided which stated that the stem had been over inserted. The surgical technique states to insert the femoral implant by hand until it will no longer advance, and to then use the stem impactor nd a mallet to tap the prosthesis into its final position or until it will no longer advance. If the prosthesis does not advance with each blow of the mallet then insertion should be stopped and the device should be removed. No x-rays were provided to assess the fit and orientation of the components. Surgical technique is likely the cause of the described event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.